Event description:
Patient developed infection 1year 4 months after implantation of the dental implant (B)(4) in tooth location #12. Implant was removed on (B)(6) 2015 due to infection. The patient is recovered without complications.

Manufacturer narrative:
(B)(4)